Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg). The charging duration had progressively increased even after charging reeducation was completed. The patient underwent an ipg replacement procedure to address charging concerns. The explanted device was not returned due to facility policy. The patient is reported to be doing well postoperatively.